Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The tip snapped off of a 9.5 mm trethrine bit during an anterior lumbar inner body fusion on (B)(6) 2013. The event occurred while the surgeon was taking a bone graph from the hip. The tip snapped off while inside the patient but was retrieved and no metal remains in the patient. There was no patient harm. This is report 1 of 1 for complaint (B)(4).